Manufacturer narrative:
This device is not marketed/approved in the USA, but is similar to a USA marketed/approved device. Sjm limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) is a part of a clinical study for depression. It was reported the pt was admitted to the inpatient psychiatric unit at (B)(6) hospital for suicidality. The study physician has indicated this incident is unrelated to the study or the study device. Upon discharge this pt will be seen by her regular psychiatrist in the community and followed by study staff. The pt remains in the study and is being followed by study protocol.